Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor failed incoming functionality testing and did not power on. The cause for the failure was a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor would not power on.